Event description:
It was reported that the device would not turn on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and found that the device was ac inoperative and the installed battery was depleted. The device was fully operational on dc power with a charged battery. The cause for the reported problem was determined to be no ac functionality and a depleted battery. Physio-control replaced the power supply assembly to resolve the no ac power failure and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the manufacturing facility for evaluation and continues to investigate the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.